Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while resting several hours after dinner while using the ilet with novolog; the fingerstick value was 63 mg/dl, and the user corrected the event with food. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included recovery without outside assistance or medical intervention. Investigation included complaint intake review, patient use assessment, and troubleshooting and education regarding hypoglycemia management and system settings. Investigation of this case revealed no device malfunction reported or identified, no recent setting changes, no exercise, no off-device insulin, and a mismatched meal announcement relative to carbohydrate intake, leaving the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.